Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 2.50x16mm promus premier stent was selected to treat the lesion. While the physician was advancing the device to the target lesion, the distal end of the stent was getting hung up. When the physician removed the device, it was noted that the stent strut was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the examination found that there were various hypotube kinks along the length of the unit with the most severe being 10cm from the tip. A guidewire was inserted to check for tracking issues, the guidewire inserted with some difficulty due to the presence of contrast media. There was proximal stent damage. A microscopic examination confirmed that the stent was returned placed correctly between the markerbands. A visual and microscopic examination found no defects on the balloon section of the device. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 2.50x16mm promus premier¿ stent was selected to treat the lesion. While the physician was advancing the device to the target lesion, the distal end of the stent was getting hung up. When the physician removed the device, it was noted that the stent strut was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 2.50x16mm promus premier¿ stent was selected to treat the lesion. While the physician was advancing the device to the target lesion, the distal end of the stent was getting hung up. When the physician removed the device, it was noted that the stent strut was bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.